Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized on (B)(6) 2025 due to hypoglycemia event. The duration of hospitalization was greater than 24 hours. Patient was experienced the symptoms of sickness at the time of the event. The patient got treated with insulin through manual injections. The patient faced infusion set leakage event on (B)(6) 2025. No further information available.